Event description:
Additional information was received that this patient's right ventricular (rv) lead was placed in the left ventricular (lv) lead port of the device, and the lv (non boston scientific) lead was placed in the rv port of the device. In doing this the physician felt it alleviated all impedance and sensing issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient fell exiting their church bus, and shortly after that fall, the right ventricular (rv) lead impedances were found to be out-of-range (oor), and the thresholds and oversensing were noted. As a result, the physician turned off tachy therapy on the device until the lead issue can be properly addressed. To date, no adverse patient effects have been reported.